Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter did not have the luer threads and could not be connected before use. The following information was provided by the initial reporter: "IV inserted but hub did not have the luer threads and therefore tubing could not be connected. IV was removed."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
The reported lot # [9140510] was not found for the reported catalog # [382644]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter did not have the luer threads and could not be connected before use. The following information was provided by the initial reporter: "IV inserted but hub did not have the luer threads and therefore tubing could not be connected. IV was removed."